Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident and other blood glucose levels were 503 mg/dl, 456 mg/dl. Customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with 6 units of insulin for high blood glucose. Customer reported they did contact their health care professional regarding the high blood glucose. Customer stated insulin pump was broken port and infusion set not work properly. The device will not be returned for analysis.